Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited non-sustained oversensing. Programming changes were made. The patient was in stable condition.